Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after experiencing syncope on two occassions. The physician contacted boston scientific technical services (ts) to perform a review of the most recently uploaded data from the patient's remote monitoring system. A ts consultant discussed that although there were no episodes stored in the memory during the patient's second syncopal episode, there was a pacemaker mediated tachycardia (pmt) that was recorded on the same day of the patient's first syncopal episode. No other issues were noted and the patient was currently in normal sinus rhythm. The device appeared to be still operating as intended. No additional adverse patient effects were reported.